Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on bolus button issue was verified, but the minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 199-215 mg/dl.